Event description:
It was reported when using the bd microtainer® sst¿ tubes there was poor barrier separation of sample. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the "gel in the tube and separation was not correct. Gel remained at the bottom of the tube."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 6/29/2021. H.6. Investigation: bd received 6 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for poor barrier was observed. Bd received three (3) photos of one (1) used tube for evaluation. From the photos provided the presence of barrier gel was observed and as reported by the customer, the barrier gel was observed at the bottom of the tube. Additionally, six (6) unused tubes with the extender attached were received from the customer on 29jun21 for evaluation. Visual evaluation for barrier gel characteristics and presence of additive was performed with acceptable results. Bd was able to confirm the customer¿s indicated failure mode via evaluation of the customer photos. Bd was able to duplicate the customer¿s indicated failure, poor barrier because the defect was present to a degree in the testing of the complaint lot samples. Visual evaluations of both complaint lot (retains) and control samples confirmed clinically unacceptable performance for barrier evaluations in all subjects. The results were inadequate barrier, although we did not replicate the customer¿s reported condition of no gel movement (gel remaining at the bottom). We will continue to monitor for additional complaints and emerging trends. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® sst¿ tubes there was poor barrier separation of sample. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the "gel in the tube and separation was not correct. Gel remained at the bottom of the tube."